Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-06-29. H6: investigation summary bd received a 24 gauge intima unit from lot 0322630 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer microscopically inspected the returned unit and observed no occlusions or damaged teeth. Next, a leakage and torque test was performed. Leakage was seen coming from the connection between the prn and pp connector. The engineer then inspected these components under a microscope but couldn't observed any defects or damage. The device was reassembled and the prn connection was tightened. Then, another leak test was performed and no leakage was observed upon tightening. Based off the microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that the cause of this issue was transportation. During transit, the prn can become loose if the unit is shaken. The instructions for use (IFU) the user should tighten the prn before use to prevent leakage. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood from the prn when flushing the tube after the puncture. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) , 2021, the patient came to the emergency department due to abdominal pain. The doctor diagnosed as "sepsis, ureteral stones, and urinary tract infection", and performed anti-acid, analgesic, antibacterial and electrolyte supplement treatments. In the morning of (B)(6) , the condition was relieved, and the nurse gave the patient an infusion according to the doctor's order at around 12:00. The infusion medicine was "0.9% sodium chloride injection 100ml + cefoperazone and sulbactam sodium for injection 2g intravenously". The nurse found blood leaking from the position of the prn when flushing the tube after the patient's venipuncture, and immediately checked the prn to make sure it was tightened, and suspected that the closed venous indwelling needle was damaged. Immediately replace with a new closed intravenous indwelling needle of the same batch number, and successfully complete the infusion. Three cases of similar situations have occurred this month."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood from the prn when flushing the tube after the puncture. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, the patient came to the emergency department due to abdominal pain. The doctor diagnosed as "sepsis, ureteral stones, and urinary tract infection", and performed anti-acid, analgesic, antibacterial and electrolyte supplement treatments. In the morning of (B)(6), the condition was relieved, and the nurse gave the patient an infusion according to the doctor's order at around 12:00. The infusion medicine was "0.9% sodium chloride injection 100ml + cefoperazone and sulbactam sodium for injection 2g intravenously". The nurse found blood leaking from the position of the prn when flushing the tube after the patient's venipuncture, and immediately checked the prn to make sure it was tightened, and suspected that the closed venous indwelling needle was damaged. Immediately replace with a new closed intravenous indwelling needle of the same batch number, and successfully complete the infusion. Three cases of similar situations have occurred this month".